Event description:
It was reported that the patient's temperature was not measured in an arctic sun device. As a result of the inspection, it was confirmed that the problem was caused by a disconnection in the cable connecting the temperature sensor and the main body, and normal operation was confirmed after the cable was repaired. Per review of wo on 31dec2024, there was no patient involvement. Per follow up information received via mail on 13feb2025, normal operation was confirmed after the disconnected cable was repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. As a result of the inspection, it was confirmed that the problem was caused by a disconnection in the cable connecting the temperature sensor and the main body, and normal operation was confirmed after the cable was repaired. Per follow up information, normal operation was confirmed after the disconnected cable was repaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. Correction: b, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature was not measured in an arctic sun device. As a result of the inspection, it was confirmed that the problem was caused by a disconnection in the cable connecting the temperature sensor and the main body, and normal operation was confirmed after the cable was repaired. Per review of wo on 31dec2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.